Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the mesh had migrated. The surgeon operated 3 times for the removal of the devices, but was not able to remove everything.